Event description:
Same case as MFR# 2134265-2008-00923. It was reported that during a coronary drug eluting stenting treatment procedure, vessel dissection occurred. The lesion being treated was located in the proximal to distal left anterior descending (lad). The lesion was calcified, 90% stenosed, and moderately tortuous. The lesion was predilated with a 2.25mm non-bsc balloon at 12 atms. The physician then implanted a 3.50x16mm taxus express2 drug eluting stent in the proximal lad. Next, two 2.50x24mm taxus express2 drug eluting stents were implanted in the mid to distal lad. During postdilitation with one of the 2.50x24mm stent balloons, (it is unk which one), dissection occurred distal to the stented vessel. It was reported that the "distal edge of the 2.50x24mm stent might be expanded excessively." The physician treated the dissection with a 2.50x12mm taxus express2 drug eluting stent. There were no pt symptoms reported at the time of the event, and the pt condition is reported as good. No further info was available.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.